Event description:
A customer reportedly did not receive their ordered replacement batteries for her adc meter and as a result of being unable to test on (B)(6), reportedly "collapsed and slid off her chair with low sugar levels" and subsequently lost consciousness. The paramedics were called and upon arrival obtained a reading of 2.3 mmol/l on unknown brand of meter. The customer was "advised to eat crisps and drink a sugary drink" to counteract the event and no third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a delivery delay, no investigation of the product is required. This is a final report.